Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a 360cc mentor memorygel breast implant had a extra piece of plastic on its outside prior to implantation. There was a fragment of shell or patch material stuck to the outer normal shell. The implant was not used. There was no report of adverse event or patient consequence.

Manufacturer narrative:
On august 31, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned device determined that a dot of clear material was observed on the anterior view of the shell, measuring approximately 0.2 cm x 0.4 cm. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. While this complaint was initiated for foreign material, through the assessment it was identified to be an excess of silicone material as part of the manufacturing process, that will not cause injury and is unlikely to render the product unusable or difficult to use. It appears the excess material reported could have originated during the main assembly or the gel fill process. There are inspections at various stages of the manufacturing process, however excess silicone is a normal variation that can occur.

Manufacturer narrative:
On july 14, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.